Manufacturer narrative:
(B)(4). Related adverse event is being reported under (B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported that he initially thought he had a retained sensor wire embedded in his skin, but instead had a skin infection at the insertion site. Before the end of the sensor session the site was red, and he removed the sensor. He felt a hard knot at the insertion site and thought the wire may have been retained. He saw his physician on (B)(6) 2019 and an x-ray was done but the wire was not present. At the time of the call he stated there was a hard knot at the site and the skin was warm, swollen, and tender to the touch with no drainage. He was prescribed to take keflex for 10 days for the infection. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.